Manufacturer narrative:
The hill-rom technician found the caster nut was loose. The service manual for the viking xl lift ((B)(4)), the following should be inspected at least annually: roll the lift along the floor. Check to ensure that all wheels roll and turn freely. Make sure the wheels are fastened. Lock the brakes, make sure the wheels do not turn and the housing does not swivel when the lift is pushed. There should not be any play between the fork and the wheel nut. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this lift in 2018. It is unknown if the facility performed any other preventative maintenance on this lift. The technician tightened the caster nut to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the caster nut was coming loose. The lift was located at the account . There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #: (B)(4).